Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had poor coupling with recharging. Action was taken prior the call was the husband reposition over implant, patient said her stimulation was low and had one bar left. The last time patient was successfully charged device was 2 weeks ago, she normally charged every 2 weeks. It was documented that patient¿s recharge interval was 2 weeks. Troubleshooting included reposition antenna over ins, turned antenna dial through all 4 positions, ensured belt was positioned properly if used, al feature reviewed as appropriate, attempted a recharge session, this didn¿t resolve issue. It was reviewed for ins pocket consideration; ins pocket was concerned as possible reason for recharging concern. Patient said that she could move ins and there was a bump right below, it felt like fluid, not device component. It was reviewed how the number of efficiency bars would affect recharge time. Patient would follow up with healthcare provider to assess movement in pocket and bump below ins. It was noted the bump below ins also numbness and swelling in left leg, patient said the issue with numbness had been going on since prior to implant. It was noted the patient had poor coupling, swelling in left leg, retaining water, bump below ins, movement in ins pocket, and numbness in left leg. Additional information from representative (rep) was received on (B)(6) 2018. It was stated the patient was able to get and maintain 8 coupling boxes. Technical services asked about the pump that the patient mentioned on her call, patient stated she didn¿t see a pump, it appeared to be part of the ins protruding a bit. It was noted the patient was able to get only 6 boxes since the time of implant, patient did gain some weight. Representative checked impedances initially at the appointment and saw xs instead of numbers. Rep tried again after patient had been charging a bit, and now rep saw number values and nothing abnormal. It was reviewed the charge level was too low to obtain readings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.